Manufacturer narrative:
The field service engineer checked all adjustments and performed a baseline check. He replaced the sample guard and the customer ran precision with results passing within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t gen5 stat elecsys results from the cobas e 411 disk analyzer. Patient 1 initial result was 19 ng/l and was reported outside of the laboratory. The physician asked for repeat testing after receiving the initial post-1-hour level. The repeat result was 6 ng/l. Patient 2 initial result was 11 ng/l and was reported outside of the laboratory. The physician asked for repeat testing after receiving the initial post-1-hour level. The repeat result was 5 ng/l. The repeat results were believed to be correct. The reagent lot number was 57731600 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided qc data was acceptable, therefore, there was no indication of a performance issue of reagent or instrument. The analyzer alarm trace contained liquid level detection (lld) alarms on the date of the event.